Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the included instructions for use (IFU) is incomplete. The danish translation was missing. Additionally the translation of the product name contained a typo on the label. Label reported to have read "siliconetrakeostomitude". Correct is "siliconetrakeostomitube". Photos show unopened product boxes. No patient involvement or adverse effects reported.

Manufacturer narrative:
Device evaluation: the investigation confirmed that the pre-printed unitary carton (10018910-001) states silikonetrakeostomitude for the danish translation. The pre-printed tyvek lid (10018917-001) does not contain any product translations except for english (per designed). The variable label ((B)(4)) does not contain any product translations except for english (per designed). The instruction for use (10018855-001) states bivona trakeostomitube uden cuff til voksne. The IFU contains the required "b" which is considered correct by the complainant. The only labelling item confirmed to be spelled with a "d" is the pre-printed unitary carton. The complaint was confirmed. The complaint information was communicated to the labeling team so the spelling printed on the unitary carton can be verified by the translation vendor during the rebranding project. Email is: regulatory.responses@icumed.com.